Event description:
Error 51 (defective speaker) and error 99 were found during the review of the event log. The speaker was replaced to resolve the error 51. The cpu and power supply board was replaced to resolve error 99. The device was found to meet specification after repair.